Manufacturer narrative:
(B)(4).

Event description:
The complaint was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. However, the customer complaint could not be confirmed with the returned transmitter device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.